Event description:
It was reported that the patient experienced a loss of therapeutic effect and had no stimulation sensation. The patient had a return of symptoms and felt no stimulation. It was noted that the patient was not sure if they remembered the event date since they had been sick for a while with the flu and something else but thought it had been going on for about a month. It was reported that the patient was going to the bathroom more and had to wear pads. The patient noticed a drastic change in their urine. It was noted that the patient used to feel stimulation before and was not sure when but maybe a little more than a month ago they went to their health care provider (hcp) and they reset it to make sure everything was going smooth. After that visit the batteries of the patient programmer died and the patient had to replace the batteries. It was noted that the patient thought that was the reason why they lost the feeling of stimulation and symptom control. The patient was scheduled to go to their hcp next wednesday to see if the cancer was back in their bladder but wanted to resolve the issue with the device before they went to their appointment. It was reported that the patient had major vision problems and was not able to see the screen of the programmer. It was noted that the programmer screen did not light up and the background was not lit. The patient was not able to confirm if the light was on or not as they could not see the screen. It was noted that the patient would wait for a family member who was a nurse to get home and would call back in the afternoon. Additional information received reported that the patient was scheduled to replace their implantable neurostimulator (ins) on (B)(6) 2014. The ins was not working and the patient was not sure when it stopped working. It was noted that the patient was off and on sick with the machine not working properly and was stressed out. The patient noticed something wasn¿t working so they put batteries in the hand machine and had vision problems bad. It was noted that the patient saw their health care provider (hcp) 2 days ago and it was the third time they had had cancer.

Manufacturer narrative:
Concomitant medical products: product ID: 3037, serial# (B)(4), product type: programmer, patient. Product ID: 3 889-28, lot# v466495, implanted: (B)(6) 2010, product type: lead. Product ID: 3037, serial# (B)(4), product type: programmer, patient. (B)(4).